Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and elective replacement indicator (eri) was triggered. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted, but was reprogrammed to left ventricular (lv) lead pace only. No adverse patient effects were reported.

Event description:
Additional information noted that this crt-d was explanted and disposed. No additional adverse patient effects were reported.